Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint regarding poor responsiveness was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the prograsp forceps instrument had poor responsiveness to the surgeons commands/movements. The procedure was completed with no reported injury.